Manufacturer narrative:
H6: investigation findings and conclusions have been updated to c19, and d12 and d15, respectively. H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ ten radiographic jpeg images available for evaluation. ¿ no name or demographics on the images. ¿ no dates or time stamps on the images provided. ¿ no pre-implantation imaging available for evaluation. ¿ cannot confirm re-dissections without imaging of the initial type a dissection imaging. ¿ case plan images show: o all annotations on the images completed before submission to gore unless otherwise indicated. O cannot confirm findings (diameters/lengths) without dicom imaging. O an image appears to show a non-gore device in the distal descending thoracic aorta (dta) and a gore® tag® conformable thoracic stent graft w/ac implanted proximally with minimal device overlap. O there appears to be a triple flow lumen to at least the level of the distal border of the left subclavian artery (lsa) and distally on this first case plan. O an axial image confirms a 3-lumen aortic dissection. Cannot confirm location of the image showing the 3-lumen aortic dissection with available imaging. However, the 3-lumen aortic dissection axial image appears to be proximal to the implanted devices. O a reconstruction image appears to show the first ctag device is implanted distally of a possible aortic tear. Cannot confirm when the tear happened with available imaging. ¿ case plan ¿ 2 shows: o images show a gore® tag® conformable thoracic stent graft with active control system implanted proximally and overlapping the proximal portion of the first ctag implanted in the dta. O there does appear to be heavy perfusion within the false lumen near the end of the first implanted ctag and the proximal non-gore device in the dta. O small axial image to the left side of the page appears to show virtually the same flow in all three lumens. O another image shows an additional device has been added relining the non-gore device and part of the distal ctag (first one implanted). O perfusion of the false lumen appears to be resolved. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for triple-lumen aortic dissection (re-dissection) following type a dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient had ischemia of abdominal branches and lower limbs due to the re-dissection; therefore, this procedure was intended to cover the entry tear of the re-dissection. The original entry tear was not treated at this time. The ischemia was resolved. The patient tolerated the procedure. On (B)(6) 2025, another entry tear occurred on the proximal descending aorta and rapid aortic enlargement was noted. The new entry tear was located outside the treatment area of ctag ac. On (B)(6) 2025, an emergency reintervention was performed. Reportedly, open surgery was preferable for this patient, but his condition was poor. Thus, an endovascular procedure was additionally performed. Another ctag ac was placed proximal to the previous one. During the procedure, massive false lumen flow from around the distal end of the first ctag ac was found by angiography. Distal stent graft-induced new entry tear (dsine) was suspected. No additional treatment was given and it was left for monitoring. The patient tolerated the procedure. If it is confirmed as dsine, further treatment will be given. On (B)(6) 2025, a follow-up CT scan showed rapid enlargement of distal aortic arch (5 mm enlargement). False lumen flow from the suspected dsine was considered. On (B)(6) 2025, an emergency reintervention was performed. An angiography during the procedure showed a large entry tear at the distal edge of the first ctag ac. Another ctag ac was placed to cover the entry. False lumen flow from the suspected dsine disappeared. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.